Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 49 mg/dl were recorded by continuous glucose monitor (cgm) from 3:48:08 am to 4:48:06 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 3:48:08 am. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 8:57:25 pm date: (B)(6) 2020 iob: 6.3848 requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. The user received the following automatic bolus(es) per the user¿s personal profile: time: 2:23:26 am date: (B)(6) 2020 size: 2.00 iob: 0 the cause of the low bg could not be determined based on the review conducted. The control-iq system went into a suspension state (see red in graph) at 12:27:57 am, 12:57:55 am, 1:52:55 am, 3:13:05 am and 3:43:12 am. These suspensions were due to projected bgs below the control-iq threshold. The suspension stops basal delivery in an attempt to prevent a low bg. There is no evidence that the pump experienced a malfunction or failure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Suspected cause was due to pump software not accurately suspending insulin delivery. A system check was performed and pump was found to be functioning as intended. Customer was given juice to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.